Manufacturer narrative:
Findings: unit passed displacement test, rewind test, basic occlusion test, prim test, occlusion test and excessive no delivery test. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 526 mg/dl after dinner. The customer was treated for the high blood glucose with a manual injection and a bolus form the insulin pump. The customer was assisted with trouble shooting and a high pressure test. The insulin did not exit the tubing after the test. The customer returned their insulin pump back for analysis.